Event description:
The account alleges that right intermediate siderail gave way and the patient fell out of bed, hitting the bed side table. The patient had a bruise on their face as a result of the fall.

Manufacturer narrative:
The technician evaluated the bed and could not duplicate the issue. The bed operated normally. The patient received a bruise and was treated with ice and tylenol. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.